Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet bionic pancreas pump developed a cracked display that powered on but did not accept touch input, consistent with a device display malfunction and affected screen component. Symptoms included no clinical effects. Outcomes included no impact on health status or medical care. Investigation included complaint review and evaluation of available use information. Investigation of this case revealed the device exhibited a nonresponsive touchscreen consistent with physical display damage; the patient reported a recent change to colder ambient temperatures, though a definitive causal relationship to the damage was not established. It was concluded that the event was attributable to a hardware display failure, with no patient injury and with data synchronization completed prior to shutdown.